Event description:
Caller reported a potential (B)(4) result on one patient. Physician's office called to report a patient that tested (B)(4) for opiate and tca. They wanted to know why the tox screen was not (B)(4) for acetaminophen when she was taking tylenol 3.

Manufacturer narrative:
Investigation pending.